Event description:
It was reported that there was premature detachment and coil stretching / unraveling.

Manufacturer narrative:
From review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.